Manufacturer narrative:
Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause and a new lead was implanted. No additional adverse patient effects were reported.